Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative:: concomitant med products and therapy dates: attachment device, (B)(6) 2021. Device history review: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user and component damage from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bur device failed visual inspection. It was determined that the bur device was stuck inside the attachment device but could be released. It was further determined that the bur device showed heavy signs of usage mostly along the shaft, discoloration was verified and the cutting edge was used up. It was observed that the back end of the bur device used for locking inside the handpiece was missing. It was noted in the service order that the cutting burr device was unable to be removed from the attachment device and the attachment device had an overheating issue. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.